Event description:
Medwatch report indicates pt received 90cc of medication in two hours and twenty minutes when they should have received approx 26cc. Follow-up with account revealed the concentration to be 1mg/1ml, but reporter was unable to provide prescription info. Per reporter, "there was no consequence to the pt and no medical intervention required." Additional follow-up with account revealed prescription programmed into pump to be basal rate of 8mg/hr with a pca dose of 2mg/15 min. And an hourly maxium of 16mg. Reporter stated pt was receiving infusion of morphine with a concentration of 2mg/1cc which is in contrast to what was initially reported for the concentration.